Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 8549011, 510k # k020709 was cleared in the united states. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned for analysis. Visual examination of returned crosslink noted one set screw is missing and not returned for analysis. Visual and microscopic examination did not identify and crack or breakage of the returned set screw, with wear noted on the top and bottom thread of the set screw. Functionally evaluated the assembly by fully engaging the returned set screw on both sides. No issues noted with engagement.

Event description:
It was reported that the nut of the low profile crosslink broke during the set screw was being screwed down. All fragments were retrieved. The crosslink was replaced with a bigger one. The procedure was completed without any further incident. No impact on patient outcome.